Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced chest pain and syncope. Review of stored device memory noted poor r-wave measurements, however, there was no observed impact as a result. No stored episodes were observed that correlated with the patient symptoms and normal device function was observed, however, the root cause of syncope was not determined. This product remains implanted and in service. No additional adverse patient effects were reported.